Manufacturer narrative:
One used scd26 sonicision ultrasonic dissector was returned, and evaluation of the sample confirmed the issue with a detached component. Visual inspection of the disposable handpiece revealed that the static waveguide of the jaws had broken off and was returned with the device. The waveguide and broken piece were inspected under magnification to identify the point of initial contact and fracture. The investigation concluded that the titanium waveguide fractured from contact with a metal object during activation. This contact caused the waveguide to crack and eventually break off. The user¿s guide for this system cautions users that contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device blade broke prior to use on a patient. There was no patient involvement.